Manufacturer narrative:
Concomitant medical products: product ID: bi71000162, serial/lot #: none. Product ID: bi71000163, serial/lot #: none. Product ID: bi71000861, serial/lot #: rev. 1 : s/n (B)(4). Product ID: bi71000398, serial/lot #: none. Product ID: bi71000439, serial/lot #: none. A medtronic representative went to the site to perform a system checkout. The power tray and battery tray were replaced. The system passed checkout. The power tray was returned to medtronic for analysis. Testing was conducted and the issue was confirmed. Electrical failure was confirmed. This battery tray was discarded by the site and will not be returned to manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system cannot power on. There was no patient involvement.